Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a failed navigational ring. No patient or user harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 27mar2019, date of report : 30may2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning allowing the customer to access the ventilator functions. Therefore, this was not a reportable event. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.